Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited undersensing and low out of range pacing impedance measurements of less than 200 ohms. A lead dislodgment was suspected. A revision procedure was performed where the lead was explanted and replaced. The pacemaker remains in service and no additional adverse patient effects were reported.